Event description:
It was reported that a patient with an implanted abbott pacemaker passed away. The physician was unsure if the death was related to the device. Further information was requested.

Event description:
Additional information was received that the physician does not suspect the device caused or contributed to the death of the patient.